Manufacturer narrative:
As a unit has not been returned, an examination of the device could not be carried out to identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records shows that the device met material, assembly and product specifications. The root cause of this complaint is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending (lad) artery. Ivus was performed. A taxus express2 3.0x28mm drug eluting stent was advanced to the lesion but was unable to cross an area of calcification just short of the target lesion. The device was withdrawn from the patient and "it bumped onto the tip of the guiding catheter". When it was removed, the physician noted that the proximal edge of the stent was flared. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.